Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on radius side assessed as surgical impact opening. (Shell thickness was within specification). ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ creases were observed. ¿ stress marks were observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade ii and rupture. Device has been explanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.